Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that this was their second hospitalization. They reported a high blood reading of over 500 mg/dl and diabetic ketoacidosis. They were hospitalized on (B)(6) 2020 and were hospitalized for three days. While hospitalized they were treated with intravenous fluids and intravenous insulin. The insulin pump will not be returned for analysis.